Manufacturer narrative:
E1: reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a cooling fan that could not be disassembled. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer declined to have any further assistance performed by philips. It could not be determined if the customer's issue was resolved or if the device was repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.